Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report high blood glucose levels. The customer's blood glucose level 600 mg/dl. The customer treated the insulin pump. The caller was unable to complete troubleshooting and said would call back to continue. Nothing was replaced or returned.